Manufacturer narrative:
The initial information was provided by legal. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient had a metal ion test. Update: it was reported that patient's left hip was revised. Examination notes indicate patient received a letter concerning recall and came in for examination. Examination notes state: "¿elevated cobalt level of 8.8, upper limit of normal at 0.4 and elevated chromium level of 1.9, upper limits of normal at 1.4...c-reactive protein [increases presence of inflammation in the body] was also elevated at 8.7...abnormal local tissue response...concerned that he is developing corrosion between the cobalt-chrome ball and the titanium stem". Patient was revised to a ceramic head with sleeve and an adm/mdm liner construct.

Manufacturer narrative:
An event regarding abnormal ion level involving a metal head was reported. The event was confirmed through medical review. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: "modest elevation of blood cobalt and chromium in an eighty-one-year-old patient who is asymptomatic and has two total hip arthroplasties in situ for approximately ten years is not diagnostic of pathologic trunnionosis. The fact that revision surgery found an acceptable trunnion to allow stem retention suggests that surgical intervention may not have been necessitated by factors related to a recall of the cobalt/chromium alloy primary femoral head in this case." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall v40 - recall - 249697-08/29/2016-007r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that the patient had a metal ion test. Update: it was reported that patient's left hip was revised. Examination notes indicate patient received a letter concerning recall and came in for examination. Examination notes state: "¿elevated cobalt level of 8.8, upper limit of normal at 0.4 and elevated chromium level of 1.9, upper limits of normal at 1.4...c-reactive protein [increases presence of inflammation in the body] was also elevated at 8.7...abnormal local tissue response...concerned that he is developing corrosion between the cobalt-chrome ball and the titanium stem". Patient was revised to a ceramic head with sleeve and an adm/mdm liner construct.